Event description:
The customer reported a stitching problem, which can potentially lead to a misdiagnosis.

Manufacturer narrative:
The field service engineer investigation identified that the physician was not using the system correctly; the automatic stitching process can lead to an incorrect image due to patient movements, patient breathing and ruler movement. As part of the automated stitching workflow it is important that the physician reviews the individual images against the composite image. (B)(4).